Event description:
The reporter contacted animas on (B)(6) 2012 stating the insulin on board (iob) is showing 3.90 units, but alleging this reading is not accurate. Customer support confirmed the time for accuracy. The reporter stated the last bolus was at 6:34 pm of 0.9 units and the bolus prior was at 5:44 pm of 0.0 units. The time of the contact call to animas was 9:00 pm cst. The reporter confirmed that the time and date have not been changed recently. Customer support was unable to explain the calculated iob based on the bolus history or insulin duration. The reporter was instructed by customer support to have the patient come off the pump and begin a back-up plan as it appeared the pump was not suggesting a bolus when indicated. There were no reported signs or symptoms of hyperglycemia. The reported blood glucose excursion does not meet the criteria for an adverse event. This complaint is being reported due to the alleged iob function issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing was unable to verify or duplicate the reported issue of inaccurate insulin on board readings. No defect was found. Using the patient settings, performed an ez carb bolus for 240 carbohydrates at target blood glucose and the pump correctly calculated a 10 unit bolus. An ezbg bolus using patient settings for 50 mg above target was performed, and the pump calculated a 0 unit bolus due to iob. Verified reported boluses, no activity outside normal patient use. Pump settings confirmed the iob was set to 3 hours and the insulin to carbohydrate ratio was set to 1:24.